Event description:
Allegedly the k wire was left in the bone.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.